Manufacturer narrative:
Result of investigation: the suspect device was not returned for evaluation. The reported lot number and retained samples were tested and no trace of contamination were detected. No samples were returned and was unable to further investigate the complaint. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluated by MFR: at this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the airlife¿ autofill humidification chamber experienced deposits in the chamber during use. The customer confirmed that there was no patient harm associated with the reported event.